Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer making clicking sound. The field service engineer removed drawer and replaced position sensor and flat flex cable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system full height drawer making clicking sound. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.